Event description:
New information received states that the device system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-13440. It was reported that patient had experienced ineffective stimulation. Upon diagnostic testing high impedance issue was observed and auto reducing issue was observed. Patient opted to turn off the device system. Patient denies any traumas or falls. Upon x-ray observation there were no fractures observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.